Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air/water channel and air/water cylinder, but the foreign matter could not be identified. Due to leakage from the tip of the scope cover packing, it is possible that proper reprocessing could not be performed and foreign matter could not be removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water-tube and air/water-cylinder had foreign material. In addition to the reportable malfunction, the following were noted: due to wear of the angle wire, the play of the upward/downward angulation knob was out of the standard value; due to wear of the forceps elevator lever, the upward/downward angulation knob cannot be locked securely; due to wear of the scope cover packing and a scratch on the distal end, water tightness was lost; the air/water-cylinder and the suction cylinder had no color; the grip had a scratch; the light guide lens had a crack; the plug unit had a scratch; the right/left knob had a scratch; the switch box had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope's bowden cables had a lot of play. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water-tube and air/water-cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.